Manufacturer narrative:
(B)(4). Batch # p55m44. Device evaluation: the analysis results showed that one sr75 reload was received with the knife not in the doghouse, the swing tab in the unlocked position and the proximal 18 drivers up and the remaining drivers were down with staples present. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. The knife was manually returned in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to use on the patient, the staples fell off. The staple retaining cap was removed and the staples fell off. Another like product was used to complete the procedure. There is no report on the patient's injury.